Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury cannot be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage, requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapsed posterior leaflet and tethered anterior leaflet. The first clip was implanted central with no reported issue. A second clip was placed lateral to the first clip. When the clip was closed, the mr decreased to grade <1. During leaflet insertion assessment and final imaging measurements, the mr jet increased again. There was a new jet between the anterior clip arm and the anterior annulus (visible in the lvot view). It appeared that the clip arm punctured the leaflet causing the new mr. The clip was opened and repositioned to further reduce the mr. Final mr was at grade 2. No additional information was provided.